Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
Reference medwatch 1219856-2009-00012 for first event involving same patient. Rn phoned back stating they had switched over to another pump, but had purge failure alarm and could not get pump to pump, so they switched back to original pump. Rn wanted to know how to obtain more helium. Css explained that each hospital has their own individual process to ordering helium and unfortunately css is not able to order helium for hospital. Css suggested that rn should check in cath lab and operating room for more helium. Css did suggest that a review on how to change helium properly might be helpful for staff since last rn confirmed that "o" ring was missing. Rn agreed and stated she would review and discuss how to change helium tanks with staff. When learning md was not going to discontinue pump, css suggested rn check "o" ring on current pump and possibly change it again as css was told there was more than one in side bag on pump. Css also informed rn that she could look under "show status" on pump and see exactly how much helium psi was in tank. Rn was concerned they would not have a pump in event they had a stemi come in if she used third pump from cath lab. As a result, css and rn discussed how to monitor psi under show status on pump and see if it was dropping on second pump after changing "o" ring.